Event description:
It was reported by the user facility that the trigger locks during use. This comment was confirmed by a stryker manufacturing technician who noted the sticky trigger caused a run on condition. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.